Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 285 mg/dl at the time of incident. Troubleshooting found that there were additional alarms in the pump history. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to due to battery tube connector not plugged in properly. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. The insulin pump was re-plugged and passed operating currents test, self-test, a21 error test. No a21 alarm or unexpected battery out limit, low battery alarm, bad battery alarm noted. No damage was found on the interface board or lcd isolation tape noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked belt clip slot and minor scratched display window.